Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5108607) that a female patient underwent unspecified breast surgery with a 275cc mentor smooth round spectrum on both sides and experienced generalized illness symptoms including breast implant illness, bedridden, epstein-barr virus infection, and abnormal bloodwork. As a result, the devices were explanted on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.